Event description:
It was reported that approximately 58 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t (B)(6) 204-38-08 - stem extension 80l x18 mm (B)(6) 204-38-12 - stem extension w/slot 120l x18 mm (B)(6) 208-01-04 - cc femoral sz 4 (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6) 208-07-04 - cc posterior fem augment sz 4, 5mm (B)(6) 208-09-05 - cc stem ext adaptor 5 degree the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.